Event description:
The catheter was placed 10/14/96 via the right medial cubital vein. On 10/25/96, redness was seen at the catheter exit site. The physician prescribed ancef for 7 days, which ended on 11/1/96. The catheter was later removed and discarded.